Event description:
Analysis of the returned device found that the main coil was separated from the delivery wire. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the main coil was completely stretched and the proximal end of the main coil was separated from the delivery wire. There were no anomalies noted to the form tip ball. Based on the available information and product analysis, the most likely that procedural/anatomical factors encountered during the procedure limited the performance of the device. Therefore, a root cause related to operational context has been assigned to this event.

Event description:
The subject coil was approximately 1/3 into the aneurysm when the coil loops moved into the parent vessel. At the coil was being retracted, it became possible stuck on the previously placed a non- boston scientific stent. The coil was stretched during retrieval and was cut off at the patient's groin. The stretched coil remained in the carotid, aorta and femoral arteries. A carotid stent was placed to secure the coil against the carotid artery wall. The procedure was completed with a different device. The patient was reportedly in stable condition.

Manufacturer narrative:
(B)(4).